Manufacturer narrative:
G2 - report source, corrected. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. The pre-dilator is made from flexible material. The pre-dilator is soft and flexible, which is typical for this part. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pre-dilator tip was splitting when being fed down the guidewire for tracheotomy procedure. The dilator's plastic was very soft and malleable. There was patient involvement, but no patient harm/adverse event reported.